Manufacturer narrative:
The investigation for the reported low pump flow has been completed. Product was returned for investigation. There was clear sign of biomaterial in the purge gap. No kink was observed. Per the data log investigation, there was a gradual increase in purge pressure suggesting a bio material buildup in the purge gap. No motor current spikes were observed. Therefore, the root cause of the high purge pressure issue was most likely biomaterial. Added- d9 device return date.

Event description:
The complainant had a support with an impella 5.5 for approximately one month when the pump was explanted due to low flow. The team questioned whether or not there was thrombus causing the low purge flows. The 5.5 was explanted and replaced by an impella cp pump. No lasting harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿